Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with cracked belt clip rail case corner and battery tube threads. Pump received with pillowing keypad overlay. Pump received with serial number label damage/faded (B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.